Event description:
The customer's doctor stated that the customer was experiencing high blood glucose levels. The customer's blood glucose reading at the time of the report was 380 mg/dl. Troubleshooting was performed, and the basal rates were programmed correctly. The customer's doctor stated that he programmed the insulin pump to deliver 20 units of insulin, but it looked like only five units delivered. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed no delivery outside of specifications, due to a faulty force sensor.